Event description:
Customer called to report the insulin pump had been experiencing blank display screens. Blood glucose reading was 156 mg/dl. The customer stated that insulin pump had been having trouble communicating with the glucose meter. Customer also mentioned the display screen had been going blank and requiring multiple battery changes before coming back on. The customer stated that he was uncomfortable with the insulin pump and declined troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. No unexpected loose components inside the device were noted during visual inspection. The test blood glucose meter communicates properly to the insulin pump. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads.